Event description:
The customer reported a falsely decreased architect free t4 result generated by the architect i2000sr processing module for a 37-year-old male patient. The result was inconsistent with another sample collected on the same day. The following data was provided: (B)(6) 2025 at 12:02 sid: (B)(6) result = 0.84 ng/dl. (B)(6) 2025 at 13:00 sid: (B)(6) result = 0.67 ng/dl. No impact to patient management was reported.

Manufacturer narrative:
Section a1 - patient identifier: complete sample ID is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely decreased architect free t4 result generated by the architect i2000sr processing module for a 37-year-old male patient. The result was inconsistent with another sample collected on the same day. The following data was provided: (B)(6) 2025 at 12:02 sid: (B)(6) result = 0.84 ng/dl. (B)(6) 2025 at 13:00 sid: (B)(6) result = 0.67 ng/dl no impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect free t4, list 07k65-34, abbott ireland diagnostics division, longford, ireland to the architect i2000sr processing module, list 03m74-97, abbott laboratories, irving, texas, USA. MDR number 3016438761-2025-00515 has been submitted and all further information will be documented under that MDR number.